Event description:
Information received with return of the explanted device notes that the patient developed an infection with oozing from the pacemaker pocket. The patient was not pacemaker dependent but presented to the lab in atrial fibrillation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received